Event description:
While a nurse was priming the tubing, the tubing broke below the y-site and fluid leaked from the tubing. The nurse was able to contain the leak, and fluid did not get onto the patient.